Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. The first firing was successful. The surgeon tried to remove the device from the cavity through the trocar, pushed the blue button and the silver button. However, the jaws were unable to be returned to the straight position and were unable to be closed. The surgeon remove the trocar and then removed the device with the articulated jaws from the cavity. The surgeon re-inserted the battery, the jaws were returned to the straight position and the device normally reacted. However, it was replaced by another device. There was no patient harm. The status of the patient is no problem.